Event description:
According to the reporter: following a posterior mesh procedure in which the posterior mesh and boston scientific corporation's obtryx transobturator vaginal sling was implanted for the treatment of pelvic organ prolapse and stress urinary incontinence, the pt allegedly experienced pain and injuries, including, but not limited to, erosion of the vaginal wall and other tissues, infection, vaginal bleeding, severe abdominal pain and swelling, increase in urinary frequency and difficulty emptying her bladder. The pt underwent subsequent surgeries, including excision of the mesh on (B) (6) 2007, (B) (6) 2008, (B) (6) 2008, and (B) (6) 2008. Plaintiff has undergone or will undergo further corrective surgery or surgeries.

Manufacturer narrative:
(B) (4). Bard MDR reference#: 1018233-2010-00015. Explant date: (B) (6) 2008.